Manufacturer narrative:
Hardware low level failure alarm (variableinfo=3) confirmed in the pump history due to broken trace.(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had hardware low level failures alarm during basal. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer stated that the active insulin updating message from the auto mode readiness screen. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that the fill cannula was recorded in daily history. Customer stated that they performed self-test and insulin pump passed the self-test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.